Event description:
One blood leak occurred at 1 hour before the treatment planned to finish. The dialyzer was on third reuse. The total blood loss was approx. 200cc, since blood was not returned to the patient. The patient was well.